Manufacturer narrative:
G4:20may2021. G5:510k: k102985. B4:16jun2021. The field service engineer (fse) confirmed that the touchscreen was not working. The fse advised the customer that replacing the front bezel will resolve the touchscreen issue. The fse followed up with the customer. It was reported that the customer ordered the front bezel and repaired themselves, and the nav-ring issue was resolved; service from the fse was no longer needed. The unit was tested, and it was returned to service.

Event description:
The customer reported the v60 nav-ring is not moving. The remote service engineer (rse) paged to field for v60 nav-ring replacement of the v60 front bezel. The unit was not in use, and there was no patient or user harm reported.